Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with two model 3186 leads from the same lot. It was reported the patient is no longer receiving effective stimulation as the pain has worsened and MRI is going to be done. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-03257 and 1627487-2016-03258. Analysis of the returned devices found a wire was detached from the channel in the header of one of the patient's scs extensions. The extensions have been added to this report as devices 2 & 3.